Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure when this pacemaker was connected to the lead no capture was observed. It was confirmed that the set screws were down, however, there was no capture at maximum outs. On the electrogram (egm) there were makers indicating the device was pacing, but there was still no capture. The lead was removed from the device header and tested on the pacing system analyzer (psa), which confirmed capture. The pacemaker was removed and replaced prior to pocket closure, which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that caused no pacing output.

Event description:
This supplemental report is being filed as the device evaluation was completed.